Event description:
During routine testing of the device at the service center, the user reported that the cable came out from the hematocrit saturation probe. Since the event occurred during routine testing, there was no pt involvement during this event.